Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 100% stenosed target lesion being treated was located in the severely calcified and severely tortuous proximal right coronary artery (rca). The 4.00x28mm veriflex stent delivery system was advanced to the rca and was unable to cross the lesion after several attempts. It was observed that the edge of the stent was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).